Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. No product will be returned from the distribution center to be analyzed since the lot number is unknown and no information was found on the order history system from this patient regarding to fmc cassette product been delivered. Since the complaint sample is not available for evaluation neither photos or videos were provided for evaluation and DHR review was not performed since the lot number is unknown and no information was found on the order history system, the alleged event could not be confirmed. The complaint number to trigger a quality event could not be determined since the lot number is unknown and during the order history search in the last three months before of the event date no lots have been delivered during that period regarding to the liberty cycler set. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a patient care technician (pct) discovered a fluid leak on the inside of the cassette door of the patient's training cycler after ending their peritoneal dialysis (pd) treatment. Fluid leaked from out of the cassette door and onto the floor. The patient reported receiving a balloon valve leak three times prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pct stated she was not present at the time the fluid leak occurred. The supplies had already been thrown away and doesn't know which box the supplies came out of in their storage unit. A replacement cycler was issued to the patient. Upon follow up, the pct confirmed the reported event and was able to continue the patient's treatment after straightening out the heater bag line and clicking ok after alarm. The pct stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pct stated that the patient was able to complete peritoneal dialysis treatment using the cycler. The pct confirmed that the replacement cycler was received and the patient is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pct confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation, however, the old cycler is available to be picked up and returned.

Event description:
It was reported that a patient care technician (pct) discovered a fluid leak on the inside of the cassette door of the patient's training cycler after ending their peritoneal dialysis (pd) treatment. Fluid leaked from out of the cassette door and onto the floor. The patient reported receiving a balloon valve leak three times prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pct stated she was not present at the time the fluid leak occurred. The supplies had already been thrown away and doesn't know which box the supplies came out of in their storage unit. A replacement cycler was issued to the patient. Upon follow up, the pct confirmed the reported event and was able to continue the patient's treatment after straightening out the heater bag line and clicking ok after alarm. The pct stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pct stated that the patient was able to complete peritoneal dialysis treatment using the cycler. The pct confirmed that the replacement cycler was received and the patient is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pct confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation, however, the old cycler is available to be picked up and returned.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.